Event description:
The customer reported that the wake button is difficult to press and/or requires multiple presses to turn on pump screen. There was no reported impact on the customer¿s blood glucose level. The customer declined immediate technical support and indicated she would call technical support later for assistance.